Manufacturer narrative:
Voluntary medwatch: mw5074606. Product evaluation: an event of migraines, visual disturbances, aura, nausea, chest pain, and body pains were reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A voluntary medwatch report was submitted to abbott regarding an amplatzer cribriform occluder implant which occurred on (B)(6) 2013. Per report, immediately following surgery, the patient developed severe migraines, visual disturbances, aura, nausea, chest pain, and body pain. The physician was informed but per report dismissed the patient's symptoms. Three weeks post-implant, the patient collapsed with stroke-like symptoms including migraine, left-sided paralysis, aphasia, loss of bladder/bowel control and overall pain. Subsequently, per report patient experienced memory loss, inability to perform adl and became bedridden for 2 years. Multiple visits to md and hospitals without improvement until patient was seen by a non-implanting physician who recommended removing the device as symptoms consistent with nickel allergy. It is reported that the patient underwent open heart surgery to remove the device. There was no status update following device removal to confirm any change in condition.